Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope orientation malfunctioned during multiple procedures. There were multiple attempts to reseat and retest, but the issue was unable to be resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the endoscope was not related to a single procedure or patient, but occurred in multiple cases. The initial reporter stated that the surgeons were not sure if the issue was with the endoscope or a seating issue. It was not until it was reprocessed and manually attempted that the issue of completely wrong orientation was discovered. The initial reporter further stated that no patient demographics were recorded because it was not thought to be a true issue for the endoscope and the endoscope was merely replaced with another one.

Manufacturer narrative:
Based on the claim against the product by the customer noting malfunctioned on orientation, an investigation was completed progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The attached endoscope adapter (aea) was damaged and had a friction issue. The connector light guide was ferrule and had mechanical damage. The cable integrity had visual damage. The endoscope bearing had friction issue.